Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "during reduction and synthesis of a displaced fracture of the distal tibia and fibula of the left leg, the plate (axsos 3 antero-medial distal tibia) was fixed to the bone with the special "temporary plate fixator" (code 705019). During positioning, the self-drilling tip of the instrument fractured, which remained connected to the lateral cortical bone of the tibia. Given the position and the risk of iatrogenic neurovascular and bone damage related to possible removal, the option was to leave the metal fragment in place."

Event description:
As reported: "during reduction and synthesis of a displaced fracture of the distal tibia and fibula of the left leg, the plate (axsos 3 antero-medial distal tibia) was fixed to the bone with the special "temporary plate fixator" (code 705019). During positioning, the self-drilling tip of the instrument fractured, which remained connected to the lateral cortical bone of the tibia. Given the position and the risk of iatrogenic neurovascular and bone damage related to possible removal, the option was to leave the metal fragment in place."

Manufacturer narrative:
Please note the correction to d9. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.